Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the clinic after receiving a notifier. Upon interrogation, premature battery depletion was observed. The device was interrogated two weeks before triggered eri, and had indicated that it still had 2.5 years left. Patient was asymptomatic and had not undergone any procedures or been exposed to any external sources of emi that may have caused eri to trigger. The device was explanted and replaced. The patient was stable before, during, and after the interrogation and will continue to be monitored.